Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent spine fusion surgery (from a posterior approach) on the lumbar region of her spine from vertebrae l4 to s1, with the help of rhbmp-2/acs. It was reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e. In the posterolateral elements). Post-op, the patient complained of progressively worsening low back pain with radiculopathy in her lower extremities. It was reported that the patient experienced numbness from her right buttock to her right foot and difficulty in sitting, standing and walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient presented with the following pre-op diagnosis: spinal stenosis and post-laminectomy instability l4-5, l5-s1; spinal stenosis and spondylosis l4-5, l5-s1. The patient underwent the following procedures: bilateral revision lumbar laminectomy, l4-s1; posterior spinal fusion with morselized autograft rhbmp-2 supplement l4-s1; spinal instrumentation with expedium instrumentation l4-s1; l4-l5, l5-s1 laminectomy, facetectomy (bilateral); pedicle screw fixation, l4-s1; his bone graft rhbmp-2 l4-s1. As per op-notes, ¿previously removed laminectomy products were morselized in the bone mill and packed in the posterolateral elements and supplemented with rhbmp-2 and mosaic.¿ no intra-operative complications were reported.